Event description:
A pharmacy called on behalf of the pt and reported the infusion device "blocks" and the buttons are non-functional. Further, the infusion device does not correctly provide alarms and the display is clear. The pt changed the battery, but the issue continued and then the infusion device turned off. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.